Manufacturer narrative:
Follow up #1 (B)(4) device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the keypad cover was noted to be peeling along the side next to the ok keypad button. The button contacts were noted to be exposed. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, all of the keypad buttons had intermittent response and required multiple presses with increased force to evoke a response. The down arrow and ok keypad buttons were noted to be sticking and caused scrolling when pressed. The keypad cover was removed for investigation and revealed contamination present under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump buttons were unresponsive. The reporter also indicated that the pump keypad was delivering ghost boluses and was also cancelling boluses. The patient indicated that the keypad was peeling up but indicated that the responsiveness issues occurred prior to the keypad damage. The patient reported that on one occasion, blood glucose levels went up to 16 mmol/l related to inability to program a bolus. The reported blood glucose does not meet animas criteria for an adverse event. This report is made based on the allegation of the keypad response issue.